Manufacturer narrative:
The technician found the side rail latch cover was bent. The side rail latch cover was replaced by the technician to resolve the issue.

Event description:
The account alleged the side rail would not latch. No injury reported.